Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion at the cuff site. The aus was explanted and replaced. There were no additional patient complications reported.